Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to supraventricular tachycardia. An av node ablation was performed. The device remains implanted. The patients condition is fine after the event.